Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed. No product, pictures, or medical records were provided for visual, dimensional, or healthcare professional evaluation. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient experiencing pain approximately 6 years post implantation. The surgeon stated pain is likely due to impingement or painful scars / soft tissue. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported that a patient experiencing pain approximately 6 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00964 and 1822565-2023-00967. Talar component size 4 right orange for use with size 4 tibial components only cat: 00830002400 lot: 62977592. Tibial insert component size 4 orange plus (+) 0 mm thickness for use with size 4 talar components only for export only not for distribution in the u. Cat: 00830005400 lot: 63325722. Foreign: switzerland. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.